Event description:
It was reported that the device became loose and needed to be revised. The triathalon ts was explanted and another device was replaced. Culture and tissue sample was taken and sent to lab for results.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathalon ts knee. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a triathlon ts baseplate was reported. The event was confirmed. A material analysis has been performed. The report concluded: the returned components all were returned with bone cement still attached. Indications of some regions of the bone cement penetrating porous bone on all the components was observed. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿in this apparently infected right total knee arthroplasty there is no evidence from examination of the explanted components that any factors of faulty prosthetic manufacturing or material were responsible for this clinical situation. [¿] there is no documentation for this alleged event.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the root cause could not be determined because insufficient medical information was provided. Further information such as progress notes, lab reports, third revision operative report, and x-rays are needed. The following devices were added to the complaint after the initial medwatch was submitted. Cat. No.: 5545-a-60x, triathlon tibial augment for size 6 basepate - 5mm, lot code: unknown, cat. No.: 5571-s-025 triathlon stem extender 25mm, lot code: mke8nx, cat. No.: 5565-s-015 tri press-fit stem 15mm x 100mm, lot code: m6a06, cat. No.: 5551-g-381 triathlon asymmetric x3 patella, lot code: jtpr, cat. No.: 5512-f-602 tri ts femur sz6 righ , lot code: unknown, cat. No.: 5540-a-602 triathlon femoral distal augment 5mm - size 6 right, lot code: unknown, cat. No.: 5540-a-000 triathlon femoral augment locking screw, lot code: mjnnjn, cat. No.: 5543-a-600 tri post augment sz6 5mm, lot code: unknown, cat. No.: 5544-a-600 tri post augment sz6 10mm, lot code: unknown, cat. No.: 5565-s-018 tri press-fit stem 18mm x 100mm, lot code: m3w09.

Event description:
It was reported that the device became loose and needed to be revised. The triathalon ts was explanted and another device was replaced. Culture and tissue sample was taken and sent to lab for results.